Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp broken on posterior assessed, as fold flaw. And missing piece of shell assessed, as inconclusive opening. Additional observations: stress marks observed, crease fold observed, wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional later reported, "some rippling and distortion of breast shape". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  deflation.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.